Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a newly applied freestyle libre 3 plus sensor with the ilet after an initial scan error, and the issue later resolved after restarting the ilet. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included guided troubleshooting and education, rescanning the sensor, and restarting the ilet mobile app and pump. Investigation of this case revealed that the pairing issue resolved after restart, consistent with a transient connection or initialization issue between the cgm sensor and the ilet receiver component. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient communication error resolved by standard troubleshooting.